Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Adaptor springs are loose.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search on the provided product family identified a trend of damaged spring component. The root cause is attributed to product design. Eco-(B)(4) was implemented on october 29, 2013 to replace the spring component with 4 bal-plungers on all reclaim tool adaptors. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.